Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (prime issue) issue. It was alleged loss of prime warnings were not occurring. The patient stated when she "changes the infusion set the prime and fill cannula boxes are not shaded". The pump was also not priming during the load step. It was alleged that the pump caused the patient to have a blood glucose of 300mg/dl without symptoms. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box showed no evidence of a prime issue, a ¿cs162¿ waning was observed after a rewind on (B)(4) 2018. The battery compartment was undamaged, and no battery cap was returned. A test battery cap was able to fit securely on the pump. The pump¿s ¿ez-prime¿ steps were performed correctly with no ¿cs162¿ warning occurring during the investigation. Investigators were unable to duplicate the ¿loss of prime¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the fs circuit.